Event description:
Customer tested 270 mg/dl and 105 mg/dl on the mobile system, and 100 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the mobile system.